Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.